Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for a pump reset and walked the caller through the process, after which the cgm error code did not reappear. The caller successfully started their sensor session.